Event description:
It was reported by service report that the footboard modules had popped out, and there were no exposed sharp edges, but possible fluid ingress. The left and right inner and outer siderail controls were fully functional. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: popped out footboard modules.